Manufacturer narrative:
Pt gender was originally reported as "male" but new information received on 09/14/2015 indicated that the sex of the patient is "unknown." If more information becomes available for this report, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The customer indicated that the death of the patient was not attributed to the pump. Additionally it was indicated that the pump did not malfuction. If more information becomes available, a supplemental will be forwarded. (B)(4).

Event description:
The customer ((B)(6) bio-med rep) called in to the after hour's service line to request service on cs300 sn. He stated that the unit gave an error code and stopped on the patient. He did not know any patient information other than he did report that the patient did die. He did say that the patient's death was not due to the iabp. He did not know if a maquet catheter was being used at the time. He stated that the staff swapped the unit out and that they may have had a catheter issue but was not sure. He did not know the hours on the unit at this time. Another company representative reported the following: "the patient had his lad stented in the cath lab at roughly 10:00 pm on (B)(6) 2015. Patient came to unit at roughly 10:30 pm and they were coding the patient as he came to the unit. Patient had pea (pulseless electrical activity), they were giving him bicarb, levofed, propofol. The patient had 3 rounds of epinepherine, was defibrillated 3x and 2 rounds of bicarb. They then decided to put the balloon pump in. The balloon catheter (think it was 7 french 40cc but not 100% sure) was inserted without fluoroscopy at bedside. The pump and catheter were working fine. Chest xray was obtained to verify proper position. At roughly midnight, an alarm sounded on the pump. The rn is not sure if the alarm was 'fiber optic sensor failure' or 'fiber optic sensing module failure.' The pump did not stop pumping but they lost their pressure numbers on the pump. The decision was made to get another pump. They changed pumps and all was fine. Around 2 hours later, they received a 'calibration expired' message. The rn was not sure what that message was, but he indicated that the pump continued to work fine - he did not lose any of his numbers and the pump did not stop pumping. He later verified that the patients mean pressure was quite low which he understood was the reason for the message. The catheter remained in the patient when the deceased patient left the ICU. Cv service director says that they have had some issues lately - verified with him that we did receive a call regarding a sensor failure issue and that was resolved at the time by transducing off of the a-line. The first cs300 was replaced with the second cs300 after the first alarm (rn is not 100% certain what the first alarm was). The patient therapy was not interrupted with the first alarm, but there was a brief interruption when changing over to the second pump. The catheter was not saved as it stayed with the deceased patient. According to the hospital biomed department, the safety disc on this second pump was past expiration by roughly 1 year. The safety disc has now been changed out after this event. The safety disc on the first pump is not due for change until january 2016 (contact (B)(6)). Biomed indicates that they cannot replicate any issues with their simulator.